Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 22-may-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that there are a sign of water and corrosion on the electrical contact of the video connector socket of the device. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. The electrical contact of the video connector socket of the device was corroded by liquid adhering on the electrical contact due to handling during transportation, storage, use, reprocessing, etc. The instruction manual provides preventive measures against the reported failure mode.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.